Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. Upon review, boston scientific technical services (ts) also noted a signal artifact episode (sam). A pacemaker mediated tachycardia (pmt) episode was stored. Reprogramming option were offered. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. Upon review, boston scientific technical services (ts) also noted a signal artifact episode (sam). A pacemaker mediated tachycardia (pmt) episode was stored. Reprogramming option were offered. Additional information was received that this lead was partially fractured, therefore, it was explanted. No additional adverse patient effects were reported.